Event description:
This is a spontaneous report by a health professional from (B)(6) of bacterial peritonitis with culture positive for staphylococcus aureus in a patient coincident with extraneal viaflex therapy (lot number 10g17g37, exp 06/2012). On an unreported date, the patient began treatment with extraneal viaflex (lot number 10g1737, expiration date 06/2012, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced cloudy effluent. The patient was initially hospitalized for the cloudy effluent, was discharged to home and was then re-admitted to the hospital (dates unknown). The patient remained in the hospital as of (B)(6) 2010. Treatment provided, if any, was not reported. The outcome for the cloudy effluent was not reported. It was not reported if extraneal therapy had continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.